Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a 75-90% stenosed lesion in the proximal to mid left anterior descending artery. There was almost no calcification. A 3.0x12mm nc trek rx balloon dilatation catheter (bdc) was advanced and inflated once at 10 atmospheres for 3-5 seconds; however, under imaging the balloon appeared ruptured. Once removed, a pinhole rupture was noted. The procedure was successfully completed with a non-abbott balloon catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. However, factors that could contribute to balloon material ruptures include, but are not limited to, balloon damage during processing of the balloon material, inflation technique, interactions with other devices. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.